Event description:
It was reported last year the patient had problems with her deep brain stimulation (dbs) implantable neurostimulator (ins), the one high up on her chest, where the implant started eating through the skin. The patient¿s symptoms started out as a round circle and the wire was eventually exposed. The patient had emergency surgery to remove the device. It was noted the patient had pulmonary fibrosis and could not be on the operating table for long because she had anesthesia problems so they decided to cut the cord from the point that it was causing problems and they left the wires partially implanted. The patient was now experiencing many of the same symptoms including redness, discolorations, her skin was starting to turn blue and was getting thin, and it looked like it was eating a hole through her skin where they left the wires implanted. It was noted the patient¿s symptoms were on her right side. The patient¿s current symptoms started with redness about three months ago and had gotten progressively worse. The patient had been seeing a neurosurgeon about her symptoms but he recommended she find someone to pull ¿it¿ out because he did not feel comfortable performing the surgery. Additional information received the next day reported the patient was given antibiotics when her lead wire eroded through her neck. Additional information received the next day reported the patient also had swelling at her neck before the device eroded through her neck. The patient had been to other doctors for her current issue and they did not know what the problem was. Additional information received three days later reported the patient found a healthcare provider (hcp) in gainesville who would take her dbs device out. It was noted the erosion issue started last year but she did not know that was what it was doing. Now it was doing it up in her back so she was going to have to get the whole thing pulled out. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 7495-66, serial # (B)(4), implanted: (B)(6) 1993, product type extension; product ID 7433, serial # (B)(4), product type programmer, patient; product ID 7424, serial # (B)(4), implanted: (B)(6) 1993, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 1993, product type extension; product ID neu_unknown_lead, product type lead; product ID neu_unknown_lead, product type lead. (B)(4).